Event description:
A hospital in (B)(6) reported via our distributor that three rt134 adult breathing circuit failed the servo-I ventilator leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint rt134 adult breathing circuits are expected to return to fisher & paykel healthcare (B)(4) for evaluation but have not yet arrived. A follow-up report will be provided upon completion of our investigation.